Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of (B)(6); however, the customer confirmed that the complaint sample was from lot: 23085023. The feedback provided by the customer states that, "the screw connection between the connector and the cannula was not tightened properly." Further information from the customer has stated that loose connection was observed after a day post connecting the product. Weigao infusion set was the connecting product used. There were no physical damages or patient impact. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 23085023 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had a loose connection. The following information was provided by the initial reporter, translated from chinese to english: when giving intravenous infusion to the patient, the spiral joint between the connector and the indwelling needle is not tightened. Additional information received by the customer: 1. Please clarify the event. Whether a loose connection was observed with the product? Yes. 2. Please return the affected product for analysis. The product has been discarded. 3. If it is not possible to return the product, please provide detailed photographs/videos of the product. The product has been discarded. 4. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No. 5. Confirm set-up including make and model of connecting products. Weigao infusion set. 6. Confirm how long the product had been in use prior to the connection issues being observed. One day. 7. Please confirm if there is any physical damge observed with the product. None. 8. When was the issue identified? During priming or infusion? Before connecting the infusion medication.